Manufacturer narrative:
Additional narrative information: jnj representative confirmed the customer does not know the information. Device evaluation: at the time of the investigation, product was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that posterior capsule ruptured while ultrasonic was being applied in chop mode to aspirate the resided small pieces of nucleus. Although, surgeon initially planned to implant single piece spherical intraocular lens (dcb00), a three-piece spherical intraocular lens (za9003) was implanted to complete the procedure. Vitrectomy was performed and incision was enlarged during the procedure. It was reported that as a result of this the surgery was delayed 50 minutes. Patient had nucleus dropped. No further information provided.

Manufacturer narrative:
Correction: at the time of initial MDR, the field service engineer update was inadvertently not entered. It was reported that on 7/15/2022, field service engineer (fse) checked the machine. Fse speculated there was no relationship between the reported error 517 (IV pole jammed) and the reported posterior capsule rapture. No further information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted